Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 2.7 mmol/l dl at the time of the incident. Customer was treated with juice and cookie. Customer had not alleged that the insulin pump was over delivering. Customer was sweating. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature. The device will not be returned for analysis.